Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, a removal of latitude ev total elbow replacement was performed for a patient who had an infection. The patient had a revision surgery on (B)(6) 2025. The surgeon accessed the joint and removed a significant amount of black matter and then proceeded to take the humeral and ulnar stem out. No further information was provided.